Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery. Following placement of a 6f non-bsc guide extension catheter, a 4.00mmx20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, after pulling the device out of the coronary through the guide extension catheter, the device got caught on something and the stent strut flared out in the proximal end of the shaft. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were stent struts on the proximal end of the stent that were stretched and bent back distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery. Following placement of a 6f non-bsc guide extension catheter, a 4.00mmx20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, after pulling the device out of the coronary through the guide extension catheter, the device got caught on something and the stent strut flared out in the proximal end of the shaft. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was okay.